Manufacturer narrative:
Patient identifier - requested, not yet received. Age & date of birth - requested, not yet received. Sex - requested, not yet received. Weight - requested, not yet received. Ethnicity - requested, not yet received. Race - requested, not yet received. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when using the angio-seal device, the physician heard the click when deploying the anchor that seals against the sfa (superficial femoral artery) intima. However, when the physician pulled back, there was no resistance and the whole device came out. There was no harm to the patient.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. No other accessory components were received with the device. The returned device was subjected to visual analysis. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. The device was subjected to functional testing. The deployment sleeve was moved into the forward lock position. However, due to a kink in the carrier tube assembly, the deployment sleeve was not able to be moved into the full forward lock position. The anchor did not become exposed at the distal tip of the hemostatic sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the findings of the evaluation the complaint was able to be confirmed for pullout caused by a kink in the carrier tube assembly. It is likely, the cause of the kink may have been improperly inserting the carrier tube assembly into the hemostatic sheath, or any other off-axis forces being applied to the carrier tube assembly.

Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on june 5, 2018. Hemostasis was achieved by manual compression. The procedure was successful up to angio-seal deployment. A pre-deployment angiogram was performed, right anatomical landmark was identified between sfa and profunda bifurcation and iguinal hernia. Vessel diameter of common femoral was greater than 5mm. There was no difficulty with arterial access, aspirate on syringe to ensure in the artery. The patient had heparin. There was no significant blood loss.